Manufacturer narrative:
Follow-up #1: date of submission 01/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/29/2015 with the following findings: black box and alarm history shows and multiple alarms, but the issue was not duplicated in testing. The pump powers up to the ¿verify¿ screen correctly.-¿ez-prime¿ steps were performed correctly, no alarm occurred during the investigation. Unable to duplicate complaint. The pump¿s cover was removed; no intermittent condition was found to the pcb or to the cgm module.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.